Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 61 days. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported driveline infection and hemolysis could not be determined through the evaluation. The instructions for use lists driveline infection and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to the lactate dehydrogenase (ldh) level increasing to the 1000¿s u/l. There were no other clinical findings of hemolysis. The patient¿s inr was 2.2 (target inr 2.5-3.5). It was also noted that the patient had a significant driveline infection. It was reported that historically, the patient had been careless and non-compliant with the dressing care of the driveline exit site. The patient was alert and oriented during admission. The patient was administered heparin, and the ldh's levels went back down to the 400¿s u/l. On (B)(6) 2015, the patient was discharged to home with a PICC line and an unspecified antibiotic for the driveline infection.